Event description:
The customer's inventory clerk reported that during a shoulder repair that the tip of their expressew iii needle broke off in the patient¿s joint space. The broken tip was not retrieved and she was unsure if x-rays had been done. The surgeon completed the procedure with another like device with no further patient consequences. The procedure was delayed 20 minutes. The clerk stated she did not know where the broken tip was left in the patient but that the surgeon had reported it was too much to retrieve it and was in the patient¿s interest to leave it in. Additional information received by mitek complaints on (B)(4) 2014: the sales rep called back said expressew iii gun was used, fired 8 times when needle broke, and that the tip was left in the tendon.

Manufacturer narrative:
The complaint device is not being returned and therefore not available for a physical evaluation. However, from past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. It was reported that the needle was passed 8 times before it broke. It cannot be determined what other factors contributed to this failure. A batch record review has been conducted and the results indicate that this batch of product was processed with an unrelated ncr with no link to this complaint and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. The complaint rate has been reviewed against the risk analysis document and found to be within the expected levels. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.